Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The endocrinologist reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) with blood glucose level of 800 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with the manual injections and also intravenous fluids at the hospital. . The customer reported that they experienced nausea, vomiting and abdominal pain as a symptom related to high blood glucose level. The customer alleged the insulin pump for under delivery. The insulin pump will not be returned for analysis.